Manufacturer narrative:
Upon completion of the investigation it was noted that the device was tested and was fully functional. It might however be possible that is the valve was protruding through the indicator tool (while implanted), and then excessive pressure applied to the button, which would prevent free rotation of the indicator dial. However, this could not be verified in the laboratory. Changes are presently underway to prevent this from occurring. The lot records could not be reviewed as the lot number was not provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Rep reported that during a reprogramming of a certas valve the rn could not indicate pre or post reprogramming. Attempted several times to reposition, but still couldn¿t get an indication so patient sent to x-ray and x-ray showed the setting changed to the desired setting. Patient's condition is good.

Manufacturer narrative:
This report is being filed from malfunction to serious injury.

Event description:
E-mail received from the sales rep. Informed that: "during a reprogramming of a certas valve the rn could not indicate pre or post reprogramming. Attempted several times to reposition, but still couldn't get an indication so patient sent to x-ray and x-ray showed the setting changed to the desired setting. Patient's condition is good". This report is being filed from malfunction to serious injury.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.